Event description:
The pump reportedly did not power on. Even after inserting a new battery and using a new battery cap the pump still did not power on. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump would not power on during investigation. Visual inspection revealed a cracked battery compartment. Investigation revealed a battery compartment leak and moisture damage on the pcb. Investigation could not be adequately completed due to the pump not powering on.

Manufacturer narrative:
The pump was returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.